Event description:
Customer reported discrepancies between their sensor glucose and blood glucose readings. The customer's blood glucose was 160 mg/dl and sensor glucose was 80 mg/dl. The customer was informed that a calibration error can lead to the discrepancies. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.